Event description:
It was reported that the patient was unable to cycle his inflatable penile prosthesis due to suspected fluid loss. The patient underwent surgery and no leaks were identified. The pump and cylinders were replaced and connected to the existing system. There were no patient complications.